Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, the patient developed a hyphema and now has a blood clot on the iol. Very slowly resolving, but approaching a month. The patient had a medical problems and was recently hospitalized for chronic obstructive pulmonary disease (copd) so bringing her to the operating room (or) is off the table for now. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided by the reporter for further investigation. The complaint was received through expert opinion md. No further information has been provided. The manufacturer internal reference number is: (B)(4).